Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: battery depletion was normal as analysis revealed the battery capacity had been consumed by 912 (appropriate) seconds of cumulative chargetime over the life of the device. It was reported that the device went to its elective replacement indicators due to a charge circuit timeout, and the charge circuitry may be damaged. It was also noted that an audible noise is heard when charging the device. Device replacement was recommended, however, the final disposition of the device is not known. No patient complications have been reported as a result of this event. Additional information was received reporting that at the time this event occurred, the patient refused to have the device replaced, and opted for routine followup. Approximately 16 months later, the device was replaced. It was noted at device replacement that the front side of the ICD "seems to pop out a little bit". Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination battery end of life - expected device operated according to specifications charge, failure to low battery.

Event description:
It was reported that the device went to its elective replacement indicators due to a charge circuit timeout, and the charge circuitry may be damaged. It was also noted that an audible noise is heard when charging the device. Device replacement was recommended, however, the final disposition of the device is not known. No patient complications have been reported as a result of this event. Additional information was received reporting that at the time this event occurred, the patient refused to have the device replaced, and opted for routine followup. Approximately 16 months later, the device was replaced. It was noted at device replacement that the front side of the ICD "seems to pop out a little bit".